Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient reported that he was given the date the pump would reach eos (end of service) which was exactly when the pump stopped working. He stated that for some reason they had not scheduled a replacement surgery prior to the eos date so he ended up in the hospital with withdrawal symptoms and feeling sick the same night the pump started alarming. They then replaced the pump a week later.